Manufacturer narrative:
(B)(4). The insulin pump received with normal operating currents and passed the self-test. Pump failed the displacement test ) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/a33 test, and a21 error test due to motor error alarms. No unexpected low battery alarm anomalies noted.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.